Manufacturer narrative:
The sureform 60 stapler instrument was received for failure analysis evaluation. Visual inspection found no damage. The instrument was tested on an in-house system. The instrument clamped, unclamped and fired successfully. The instrument fired successfully twice using green sureform 60 reloads and twice using black sureform 60 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was found. The green reload accessory used during this event was not received for failure analysis investigations. The staple logs for this procedure were reviewed. The logs showed the sureform 60 stapler was installed on the system 7 times and fired 7 reloads (5 green, followed by 2 black). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted band to sleeve revision gastrectomy surgical procedure, stomach tissue was pushed and not properly stapled or cut when a sureform 60 stapler instrument fired a green reload accessory. The surgeon reported the patient had thickened gastric tissue and scar tissue at the proximal third of the stomach. On the 4th fire, tissue bunching occurred which resulted in malformed staples of the last 30mm of the staple line. There was no pause for compression message or prompt to confirm the appropriate reload color for tissue thickness. Additionally, the blade did not extend all the way across the length of the reload. No loose staples were deployed and no leaks or bleeding were observed. To resolve this, the surgeon went medially to the staple line and formed an entire new staple line with a black reload. The portion of the incomplete staple line was then excised as a part of the specimen. The surgeon saw the patient for their 2 week post operative visit and reported the patient is doing well. The surgeon does not anticipate any complications from the event.